Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this patient with a 29mm 7300tfx mitral valve, implanted for three (3) years and four (4) months, underwent a valve-in-valve procedure due to unknown reasons. The tmvr was performed with a 29mm 9600tfx. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes mellitus (dm) and hyperlipidemia (hld).

Event description:
It was reported via the implant patient registry that this patient with a 29mm 7300tfx mitral valve, implanted for three (3) years and four (4) months, underwent a valve-in-valve procedure due to severe mitral stenosis. Thickened valvular structures and calcification were noted. The patient presented with severe sob and pulmonary hypertension. The tmvr was successfully performed with a 29mm 9600tfx with no complications.

Manufacturer narrative:
Updated sections b5, b6, b7 and h6 codes (health effect - clinical code; device code(s); type of investigation) per additional information received on 03/24/2022.